Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, quality control data, and specifications. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Visual examination of the unopen package confirmed a hair like fiber within the sealed outer pouch. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. A visual examination of the returned complaint device found a hair like fiber within the product package. A review of the device history record did not show any nonconformance's associated with this failure mode. This event has been contributed to a packaging event resulting the product being manufactured out of specifications. Due to the individual nature of inspection of packages, one nonconformance does not indicate additional non conformances in the lot. Additionally, there have been no other complaints filed for this lot. Therefore, there is no evidence to suggest that nonconforming product are in the field; however, this lot will continue to be monitored. There is no indication that a design process or related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional event/patient information has been received since the last report was submitted on (B)(6) 2019.

Manufacturer narrative:
PMA/510k #: k173654. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to use of flexor ureteral access sheath and dilators, the hospital staff noticed a piece of foreign matter inside of the unopened package. It was described as looking like a 15 to 20 cm long piece of hair. No known adverse events have been reported as a result of the alleged malfunction.